Event description:
New information received indicates that the lead had exhibited an insulation anomaly and low, out-of-range impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing pocket stimulation. On (B)(6) 2018, the right atrial lead was capped and replaced. The patient was stable following the procedure.